Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. No delivery alarm troubleshooting was performed. The customer's blood glucose was 266mg/dl at the time of incident. The customer treated with insulin pen. The customer was advised to clear alarm with esc and act and to disconnect. Customer was advised to manually push plunger very slowly, and verified insulin exited the tubing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.